Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome on (B)(6) 2018. It was reported that starting sometime during the weekend of (B)(6) 2018, the patient started having stabbing pain at the implant si te and that it is tender to the touch. The patient had an x-ray performed the day prior to the report and nothing was found. The implantable neurostimulator has been turned off, and the patient could not recall any trauma, fall, or activity which may have led to the pain. As of (B)(6) 2018, the patient was still in excruciating pain. It was noted that the problem appeared to be unrelated to her device function and was perhaps implant site pain. The patient was redirected to her health care provider for an appointment. Additional information was received from a healthcare professional (hcp) on (B)(6) 2018. It was reported that the hcp talked to the patient and a manufacturer representative (rep) on the day of the report. The rep reported that impedance measurements were all within normal limits, and the pain persisted regardless of whether the implantable neurostimulator (ins) was turned on or off. The pain at the ins site and the sensitivity to touch was still unresolved and it was unknown if surgical intervention was planned. Additional information was received from a consumer regarding the patient on (B)(6) 2019. It was reported that the patient met with the medtronic representative to review the condition of the implant. It checked out okay. The doctor suggested to increase the drug lyrica and give their body 2-3 weeks to calm down. The patient does have a lesser pain but they were not pain free yet. They were to consult with their doctors again next week. Additional information was received via a manufacturer representative from a consumer regarding the patient on (B)(4) 2019. It was reported that a pocket revision will be performed on (B)(6) 2019 to move the implantable neurostimulator location as the implantable neurostimulator is rubbing against the patient¿s belt line. There were no further complications reported or anticipated.